Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after connecting the pump to a power source for the first time, the pump remained off. The customer's blood glucose level was not impacted, as the pump was not being used on the patient at the time of the event. Reportedly the customer had manual injections as alternate insulin therapy.